Manufacturer narrative:
No button error alarm was noted. The insulin pump had an intermittent button response due to moisture damage on the keypad traces. No unexpected number scrolling anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. All operating currents were within specification. The off no power alarm functioned properly and the pump passed the self test. No unexpected failed battery test alarm was noted.

Event description:
It is reported that the customer had high blood glucose levels of 162 mg/dl. The customer reported that the insulin pump stopped working. The customer further reported that she did a bolus and then the display of the insulin pump just kept scrolling up. Troubleshooting was done by the customer. The customer reported that she removed the reservoir from the insulin pump. She has also removed the battery and reinstalled a new battery. The customer thereafter received a button error alarm. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.